Event description:
Healthcare professional reported a right side deflation. Healthcare professional also noted "observations made during surgery" of "hole in valve". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6

Event description:
Healthcare professional reported a right side deflation. Healthcare professional also noted "observations made during surgery" of "hole in valve". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported, a right side deflation. Healthcare provider, also noted, "observations made during surgery" of "hole in valve". The device has been explanted.